Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: on investigation, the alleged incorrect bolus calculation issue was not duplicated. Review of black box data did not find any out of normal activities. Using the returned caps, the pump powered up and functioned properly. Audio and normal bolus were delivered and recorded correctly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Manual calculations of bolus based on blood glucose or carbohydrate values matched the same units calculated by the returned pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump was not calculating recommended bolus total correctly while basal deliveries were correct and as programmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.